Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attributed to a faulty capacitor on the main board. The customer received a replacement device. Replaced to resolve the malfunction. Analysis of reports of the type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.